Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 350 mg/dl; cause was not known. Contact assisted the customer with delivering pump boluses to address bg. Cartridge, infusion set tubing and site were changed. Pump system check was performed. No device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.